Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the temperature was unstable. The temperature went up and down with a difference of 10 degrees. There was no patient harm. The product was used to complete the procedure.

Manufacturer narrative:
One rfa2030 was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the temperature was unstable, it went up and down and the difference was 10 degree. There was no patient harm. The product was used to complete the procedure.